Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further review, it was determined that this device is not same as or similar to a device that is manufactured or distributed in the us. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak from the connection between the extension and the effluent line of a sepxiris 150, was observed during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.